Manufacturer narrative:
Event date is approximate . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that they have always had to catharize 8-10 times a day but things started to go more smoothly as they were able to start urinating on their own, and was able to hold their urine a little longer without constantly going. However in the last week, they were going back to not urinating on their own or holding their urine longer. Patient has tried increasing stimulation and changing programs but within every setting, the sensation was either too much than needed or not in the right spot. Patient stated that the stimulation made their toes twitch, and they felt it in their leg and upper buttock area. Patient also mentioned feeling stimulation at the incision site and not feeling it in the bike seat area like they are supposed to. Patient went on to report that sometimes they felt stimulation when they were active or in certain positions, and then sometimes not. On the call, it was reviewed with patient that stimulation could be perceived differently in different positions. Troubleshooting wasn't perform on the call as patient had already tried increasing stimulation and changing programs to the point of discomfort and/or not feeling in the bike seat area. Patient was redirected to their healthcare professional (hcp).